Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It is unknown if the hearing with the device is affected. Further technical checks are considered.

Manufacturer narrative:
Additional information: based on the received information from the field, a technical failure at the reference electrode cannot be excluded. However, to determine an exact root cause, device investigation at the explanted device would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The hearing performance with the device was affected. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information from the field, a technical failure at the reference electrode cannot be excluded. However, to determine an exact root cause, device investigation at the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The hearing performance with the device is affected.